Manufacturer narrative:
A replacement pump was sent to the customer. A breached transformer housing was identified in the medela service center. See attached evaluation summary for details. The cause of the breach in the swing transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer originally reported to medela customer service on (B)(6) 2015 that she was experiencing low suction with her swing breast pump. When the product was returned for evaluation, it was found that the power adapter housing was breached, which is a safety risk.